Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. One similar quality notification was raised in the past 12 months on the reported defect. The root cause was a loosened screw caused misalignment during the cannula insertion to hub process and resulted in a dent on a cannula. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety mechanism on the bd cathena¿ safety IV catheter with bd multiguard¿ technology failed to activate and left the dirty needle exposed. The following information was provided by the initial reporter, translated from (B)(6): "functional problem with the safety of the catheter, during the infusion when removing the needle, the safety was not functional: risk of blood exposure accident (bee) - bare needle. No accident to report."